Event description:
The reporter stated that the unit under-delivered. The pump was set to deliver 9cc but delivered 7cc. Biomed found that the pump also recognized a bd 5cc syringe as a 1cc bd syringe. There was no pt injury or treatment associated with this event.